Event description:
The hospital reported that during an endoscopic vein harvesting procedure, "the valves in the co2 lines do not close after filling with co2, so it was impossible to build up a co2-atmosphere for preparation". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on (B)(6) 2010. A visual inspection revealed there were no visual non-conformities with the device. A follow-up report will be sent when the final investigation has been completed. (B)(4)